Event description:
It was reported that the patient had "3 level fusion" in (B)(6) 2011 and noticed return of pain three weeks later. A (B)(4) study was performed and noted to have failed as they were unable to aspirate, an occlusion was indicated. The patient had the catheter replaced. A (B)(4) study was also done and was within normal limits. Patient sustained no injury; recovered without sequel. Drugs delivered via the device were morphine and bupivacaine.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis results of the returned catheter were not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Analysis of the catheter and sc connector revealed coring/tears/cuts in seal; possibly caused an occlusion. The coring/ tear not misaligned. Inspection of the area down in the cup of the sc connector showed an indent or coring that was centered in the cup. There was also tearing on one side. Testing did not show this area of the tear to be leaking. It was believed the sc connector was centered correctly when connected to the pump but that over time this coring or tear slowly caused an occlusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.